Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received an unexpected restart alarm an external ram error alarm and a spanish anomaly alarm. Insulin pump was not stored or not used for and extended period of time. Customer reported that battery was out for more than five minutes. Customer reported that infusion set pulled out of body and was not delivering insulin which caused blood glucose to elevate to 514 mg/dl. Customer declined troubleshooting.